Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: two battery compartment cracks were observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks and a dim and discolored display. This report is made based on results of the investigation performed on 12/07/2015.